Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the catheter would not drain urine due to a blockage. The complaint reported that an ultrasound showed that the patient had 1000 mls of urine in their bladder. The complainant stated that catheter was removed and replaced without further incident. The complainant also reported that the patient was able to complete therapy with a new catheter. Additional information has been requested and not yet received.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. Although the product family is unknown, the latex catheter product ifus are found to be adequate based on past reviews. (B)(4).

Event description:
It was reported that the catheter would not drain urine due to a blockage. The complaint reported that an ultrasound showed that the patient had 1000 mls of urine in their bladder. The complainant stated that the catheter was removed and replaced without further incident. The complainant also reported that the patient was able to complete therapy with a new catheter. Additional information has been requested and not yet received.